Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the t.w. Power supply stopped working, which was discovered during setup. Power setting at 3. There was no change in settings that resolved this issue. The age of the hemopro power supply, extension cable, and adapter is unknown. A new device was used to complete the procedure. The power supply was placed on a usual video tower. There were attempts to change the extension cable, adapter, and harvesting tool but it did not work, when they swapped out the power supply, everything worked. There was no delay. No patient effects.